Event description:
The customer reported the generation of erroneous sodium (na) patient results on their au5800 clinical chemistry analyzer. The customer stated there was a difference between au5800 unit 1 and unit 2. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided the initial results from five (5) patient samples.

Manufacturer narrative:
(B)(6) field service engineer (fse) evaluated the au5800 chemistry analyzer and observed the calibrations varied on both units. The failure mode is determined to be multiple hardware. The fse replaced the ion-selective electrolyte (ise) tube kit and ise electrodes which resolved the issue. System performance was verified and no further issues were reported. Section a2, a4, and a5: information not provided by customer. Section e1, initial reporter telephone number is (B)(6). The beckman coulter internal identifier is case (B)(4) .